Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the infusion flow rate was very slow and breakage between the catheter and port was found. Both the port and the catheter were removed in interventional radiology via digital subtraction angiography (dsa). There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: per the manufacturing site, DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: based upon the information provided in the sample evaluation: the device returned was one m.r.I. Lp plastic port with 6.6 fr s/l silicone catheter. The port stem was found to be broken in two with a rough break grain and crisp edges. The edges appeared to fit together. There was a slightly oval or flattened bottom internal channel. A small segment of tubing was returned as well as a longer segment. The small segment manifested holes opposite each other: a partially circumferential severely fractured crack with a longitudinal tear off towards the proximal end and a pierced hole through the opposing tubing wall with accompanying smaller holes along a longitudinal axis. The complaint of breakage in the port system is confirmed and found more specifically to be splits on the catheter at the port stem. The port stem largest od measured within specification. The smallest circumference on the inside of the catheter lock manifested deformation at its narrowest point, particularly on one-half of its circumference, causing deviation from circularity. However, the smallest ID of the catheter lock was measured and found larger than specification. The complaint of breakage between the catheter and port is confirmed and found more specifically to be splitting of the catheter at the port stem. The definitive root cause could not be determined based upon available information. While procedural events cannot be replicated, due to the relative position of the damage to both port stem and catheter and other characteristics (such as scratching on the stem and one flattened interior side of the stem at the break, indicating probable bending to break, and internal catheter lock damage) it is possible that the damage to both occurred simultaneously. It is therefore a strong possibility that during assembly the port stem and the catheter were bent/broken, leading to the reported slow flow and leakage. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The IFU reviewed was baw0735041, rev. 0, which states: ¿prior to advancing the catheter lock, ensure that the catheter is properly positioned. A catheter not advanced to the proper region may not seat securely and lead to dislodgment and extravasation. The catheter must be straight with no sign of kinking. A slight pull on the catheter is sufficient to straighten it. Advancing the catheter lock over a kinked catheter may damage the catheter. Do not hold the catheter or cathlock with any instruments that could potentially damage either piece (e.g. Hemostats).¿ ¿do not allow accidental device contact with sharp instruments. Mechanical damage may occur. Use only smooth edged, atraumatic clamps or forceps. Take care not to perforate, tear, or fracture the catheter during placement. After assembling catheter to port, check assembly for leaks or damage. Do not use the catheter if there is any evidence of mechanical damage or leaking. Carefully follow the connection technique given in these instructions to ensure proper catheter connection and to avoid catheter damage.¿ (device evaluated, evaluation summary attached, device not evaluated code); (method 1, results 1, conclusion 1).

Event description:
It was reported that the infusion flow rate was very slow and breakage between the catheter and port was found. Both the port and the catheter were removed in interventional radiology via digital subtraction angiography (dsa). There was no reported patient injury.